Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that after intra-aortic balloon (iab) insertion in the cath lab, upon arrival in unit, a fiber optic sensor failure alarm was generated. The console was unplugged and re-plugged, but the alarm continued. The customer converted to fluid column for pressure readings and continued therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender and pressure tubing were also returned. One kink was found on the inner lumen and catheter tubing near the y-fitting approximately 76.2cm from the iab tip. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and no leaks were detected. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that after intra-aortic balloon (iab) insertion in the cath lab, upon arrival in unit, a fiber optic sensor failure alarm was generated. The console was unplugged and re-plugged, but the alarm continued. The customer converted to fluid column for pressure readings and continued therapy. There was no reported injury to the patient.